Event description:
This system was explanted after 2 years of svc. Per the local rep, pt had a very labor intensive job and the leads dislodged. System was removed because noise was detected and there were quite a few discharges. The device was almost at eri. Physician was concerned that pt would be inappropriately shocked, so removed the entire system and implanted a new one. The hosp discarded the system, so it will not be returned. If add'l info becomes available, this report will be updated.